Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) proximal conductor fractured; full lead in segments analyzed. The defib and distal conductors found distorted, blood/body fluid present on the outer tubing overlay and in/on the helix mechanism. The outer tubing overlay was found melted, breached cut, had cosmetic environmental stress cracking (esc), and had an esc breach (non-electrical). The outer insulation had a cosmetic depression and the lead was found stretched.

Event description:
It was reported the patient's system was removed due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis results revealed that no anomalies were found. (B)(4) the full lead in segments was returned and analyzed. Analysis results revealed that no anomalies were found. It was also noted that the defibrillation and distal conductors were found distorted and there was wear on the proximal conductor. There was blood/body fluid on the outer tubing overlay and in/on the helix mechanism. The outer tubing overlay was found melted, breached cut, had cosmetic environmental stress cracking (esc), and had an esc breach (non-electrical). The outer insulation had a cosmetic depression and the lead was found stretched.